Event description:
Customer states she received a letter stating that "we have not received her insulin pump back". Customer states she was able to resolve previous issue and did not want to return her pump. Customer was in the hospital at time of call as she states she had high blood glucose levels and had a sore on her foot. Customer's current blood glucose was 161 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.